Manufacturer narrative:
Device evaluation of charger (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger was unable to charge test battery packs. Upon evaluation, the y1 crystal oscillator was open. The cause of the inability to power on is the open oscillator. The root cause of the open oscillator cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not powering on.